Event description:
It was reported that during the procedure in the heavily calcified mid left anterior descending artery, a 2.0 x 14 mini trek rx balloon was advanced to the target lesion with resistance felt at the tip of the non-abbott guide catheter as the dilatation catheter was exiting the guide catheter. During the first inflation, the balloon ruptured at 6 atmospheres. The device was removed from the anatomy without resistance and dilatation was performed successfully using a new 2.0x14 mini trek dilatation catheter. There was no adverse patient effect and no reported clinically significant delay. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible in the inflation lumen, consistent with a rupture while in the patient anatomy. The balloon was loosely folded. The 2/3 collapsed balloon profile was measured and met manufacturing criteria. The guiding catheter used in the procedure was not returned for analysis therefore it is unknown how it may have contributed to the reported difficulties. However, the reported difficulties were unable to be confirmed as the balloon catheter was advanced and retracted through a new 6 f guiding catheter without resistance noted. Possible causes for difficulty in advancing a dilatation catheter through the guiding catheter may include: damage to the balloon, kinks, bends, obstructions in the guiding catheter lumen, or damage to the guiding catheter or introducer sheath. To help ensure this difficulty is not related to a manufacturing deficiency, the profile dimensions on all balloon catheters are confirmed by visual and dimensional checks on the manufacturing line. A new indeflator, filled with water was used in an attempt to pressurize the balloon to the rated burst pressure (rbp) when it was observed that fluid was coming out of a pinhole in the balloon above the distal balloon marker, confirming the reported rupture. There were no scratches found. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with the stent or other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Scanning electron microscopy analysis determined the balloon failure may possibly be attributed to mechanical damage to the outer surface. The leak was located over the distal marker along a fold crease. In this case, it was reported that no leaks were noted during preparation for use, which may indicate that the rupture was not present prior to the procedure. The patient anatomy was heavily calcified which may have contributed to the reported difficulties. However, it is possible that the balloon was damaged/pinched during manufacturing such that upon inflation attempt, the balloon ruptured as a result of the damage, though this could not be confirmed. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to position for this lot. All dilatation catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp.